Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self test. No unexpected pump error 4 or 60 alarms during testing. However, pump error 4 and 60 alarm found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they were unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.